Event description:
Customer reported a revision of cup and ceramic inlay because of fracture of the ceramic hip-inlay unknown side. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The ceramic insert was found fractured into two large and six small fragments. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the ceramic insert belongs to the shop order (B)(4) . Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the ceramic insert confirmed to the specification valid at the time of production. The density of the ceramic insert was analyzed and found to comply with the delivery specification for biolox® delta components. The microstructure as obtained from the quality documents meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. 1) quantity manufactured: (B)(4), 2) date of manufacture: 10 / nov / 2022, 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot, 4) expiry date: oct / 2027, 5) IFU reference: IFU-7800278. Device history review: a manufacturing record evaluation was performed for the finished device [121882748 / 3962251] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 concomitant.

Event description:
Additional information received. A. The affected side of the patient was the left hip. B. Did the patient have any adverse symptoms that led to the revision surgery? -when sitting up on the ward (postoperatively), the patient felt a dull thud, which then went into the knee.